Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "the surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03964 / 03965).

Event description:
During a shoulder arthroplasty while attempting to lock the humeral bearing into the humeral tray, the locking mechanism would not work properly. There was no patient injury or delay.

Manufacturer narrative:
(B)(4). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, the bearing has deep gouges on the rim of the upper surface and a deep gouge underneath where the locking mechanism goes. This damage was likely caused during the attempt to assemble the bearing to the tray as noted by the sales rep. However, the sales rep stated that the correct surgical technique was followed and it is unknown if the tool was used. Therefore, root cause cannot be determined.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).